Event description:
The event is reported as: the ratchet does not work. This results in the clips falling out. Device not used on a patient.

Manufacturer narrative:
The device has been returned for investigation but the investigation is not completed yet. A follow-up investigation report will be sent when completed.